Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis occlusion.

Manufacturer narrative:
Patient medications include aspirin and plavix.results pending completion of imaging evaluation.

Event description:
On (B)(6) 2014, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2014, computed tomography (CT) scan revealed mild thrombus and steep angulation of the contralateral leg component (pxc141400/8744524; degree of angulation unknown). According to the report, the patient had tortuous anatomy which may have led to the device becoming kinked as the aneurysm decreased in size. On (B)(6) 2014, the patient underwent prophylactic alignment with a stent on the left side to preserve the patency of the existing stent graft system. The issue was resolved, and the patient tolerated the procedure.